Event description:
The customer reported having high blood glucose of 374mg/dl, and he treated with manual injection. Troubleshooting was performed. The caller stated that the device alarmed motor error twice in the past month. Assisted the customer to run the displacement test, and the test failed. Instructed the customer to disconnect from the insulin pump and to prime and rewind manually, but the device did not alarm motor error. Performed a self test and passed. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. However, the insulin pump passed rewind, basic occlusion and displacement test. Ran bolus test and no motor error alarms occurred during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.